Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported failure did not include the injector as previously reported. This MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about poor dripping. According to the customer report the infusion was successful after replacing the line. Please investigate.